Manufacturer narrative:
It was reported that the part that protruded from the papilla was closed. Through the attached photo, it is confirmed that the head of the stent did not fully expand. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The doctor reports that after having implanted the stent, without any problem, the part that protruded from the papilla was closed and expanded so he was forced to remove it immediately and implant another.

Event description:
The doctor reports that after having implanted the stent, without any problem, the part that protruded from the papilla was closed and expanded so he was forced to remove it immediately and implant another.

Manufacturer narrative:
It was reported that the part that protruded from the papilla was closed. Through the attached photo, it is confirmed that the head of the stent did not fully expand. As a result of analysis of returned device, only the stent was returned. The stent was expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the non-expanded stent in the attached photo and the returned stent in the state of being expanded, it is considered that the part that protruded from the papilla expanded somewhat slowly during the procedure due to the pressure and curve of the patient's lesion, so the doctor judged stent expansion failure. Then, it is assumed the removed stent did not expand temporarily even out of the patient's body due to the condition of the procedure. And then, it is assumed the stent expanded during shipment. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.